Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4) 2018. It was reported the intellis ins did not get replaced. During the initial implant, the proximal end of the old lead would not go into the intellis ins. Eventually they got the lead into the ins. An hour after implant, the lead pulled out of the epidural space. The old lead was then replaced. The patient¿s weight was unknown. The patient was getting wonderful coverage and the ins and lead replacement surgeries did not have any impact on the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported that healthcare provider (hcp) had difficulty advancing the lead and a revision occurred. The lead was getting caught at the second contact. The setscrews were backed out. Lead was getting caught in both ports. The hcp tried twisting the header. The plug went in fine. They tried sterile water as a lubricant prior to swapping to a different ins and the caller reported the lead went in. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from a manufacturer representative reporting that the lead was discarded by the hospital. No further complications were reported.